Manufacturer narrative:
Alarm failure.

Event description:
The customer stated that the alarm is not responding the sensor belt. There was no patient injury reported. This complaint indicates that the alarm is the issue and no initial information provided that the belt was defective. Inspection of the belt shows that the belt did not send a signal to a test alarm.